Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the ins was causing a recurring hematoma and pain at the ins site. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient¿s device heats up and burns her skin from the inside when it is on causing a hematoma and blood blister. The patient indicated that she does not want to have the therapy removed because it is helping her pain, and she does not want to go back on opioids. The patient indicated that she is bony all over as she is only 4¿10¿ and 90 pounds. Her implantable neurostimulator is implanted near the waist line; however, the patient wears low rise jeans, so the waist of her jeans does not lay over the implantable neurostimulator. Since the burning occurs with the therapy is on, the patient has had the therapy off since (B)(6) of 2018. The patient has plans for device removal, and it was reviewed that the health care provider could send the device back for analysis after removal. There were no further complications reported or anticipated.